Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: device history record (DHR) review for this batch cannot be performed as no batch number was reported and a ship history cannot be performed since the universal part number (upn) was not reported. Labeling review: since the universal part number (upn) was not reported for this complaint, the instructions for use (IFU) reviewed for this complaint were aligned with the bsc aware date. However, boston scientific corporation (bsc) acknowledges that the IFU reviewed for this complaint may not be the actual one shipped with the device. Risk review: a risk review was completed and confirmed that the events of speed too fast [high speed in dynaglide] and brake failure to lock on wire were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. The reported events do not indicate any device damages or failures during unpackaging, preparation, or testing. As there was no indication of a device performance issue prior to removal, it was considered likely that the reported wire pullback was attributable to procedural factors. It is known that abnormal, high speeds in dynaglide can occur due to a console issue. Although the console used in the procedure was not returned, it was considered likely that the reported abnormally high speeds in dynaglide were attributable to procedural factors such as the console used during the procedure. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that a brake failure occurred. The target lesion was located in the coronary artery. A rotapro was selected for use. During removal in dynaglide mode, the burr was spinning at 140,000 rpm which made the rotawire come back. The wire was again advanced to complete the procedure with no patient complications.

Event description:
It was reported that a brake failure occurred. The target lesion was located in the coronary artery. A rotapro was selected for use. During removal in dynaglide mode, the burr was spinning at 140,000 rpm which made the rotawire come back. The wire was again advanced to complete the procedure with no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.